Event description:
Clinical report states the patient had severe pain, and significant progressive osteolysis to the proximal femur. CT scan and metal ion levels check was completed on the patient. Additional information received from clinical states the cobalt and chromium levels to both be less than 1.0 and there was no osteolysis seen per the CT scan. ** update ** (B)(4) 2013 - it has been reported that the patient was revised on (B)(6) 2013 to address pain and osteolysis in the proximal femur. The liner and head were removed. Because the patient has now been revised, the MDR decision will be changed from MDR-no to MDR-yes for the liner and head.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-17318. This report, 1818910-2013-16199 will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-17318.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The initial reporting stated no additional investigational inputs were available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.